Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One unused sample with original package arrived for evaluation. The sample was visually evaluated with no non-conformance noted. The sample was physically tested with passing results. Based on the results of the sample evaluation, the reported defect is not confirmed. A review of manufacturing records was performed and indicated that there were no quality issues during the manufacturing of this lot related to the reported issue. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the streamline tubing is breaking or leaking just above the arterial bulb. No injury reported.